Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2017, intra-aortic balloon (iab) insertion was provided in emergency case on a patient. Unable to take artery pressure from catheter tube due to tortuosity of vessel. A kink was found in the catheter tube. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
Initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported on 11/oct/2017, intra-aortic balloon (iab) insertion was provided in emergency case on a patient. Unable to take artery pressure from catheter tube due to tortuosity of vessel. A kink was found in the catheter tube. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and no blood visible on the catheter. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. Two kinks were found on the catheter tubing approximately 67.1cm and 71.1cm from the iab tip. The evaluation confirmed a kink in the catheter. We are unable to determine when this may have occurred. The reported difficult/unable to pressure monitor event could not be confirmed by the evaluation, the inner lumen passage way was clear. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event.

Event description:
It was reported on (B)(6) 2017, intra-aortic balloon (iab) insertion was provided in emergency case on a patient. Unable to take artery pressure from catheter tube due to tortuosity of vessel. A kink was found in the catheter tube. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported on (B)(6) 2017, intra-aortic balloon (iab) insertion was provided in emergency case on a patient. Unable to take artery pressure from catheter tube due to tortuosity of vessel. A kink was found in the catheter tube. Replaced iab to continue therapy. No patient injury was reported.